Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer is questioning three patients results generated between the axsym digoxin ii and axsym digoxin iii assays. For example, a patient sample generated a result of 0.89 ng/ml on the axsym digoxin ii assay but the same sample generated a result of 1.53 ng/ml on the axsym digoxin iii assay. The customer does not know which result to report. The customer was informed that the digoxin iii assay was designed to reduce interference due to aldosterone inhibitors and steroids. There was no impact to patient management reported.